Manufacturer narrative:
Other, device serial number/lot number is unknown, no product information has been provided to date. No lot or serial number was provided; therefore, device history record review could not be performed. No product sample was received; therefore, visual and functional testing could not be performed. The valve is not unique to the customized 3.5 mm devices. It is used on all standard and customized devices. There have been no changes to the valve or to pilot balloon, which holds the valve. There have been no other complaints alleging the valves are falling out. No corrective actions are planned at this time. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It has been reported that the valve used to inflate the cuff was falling out of the tracheostomy. It was discovered prior to patient use and while it was being used via the patient. It resulted in a tracheostomy tube change as the cuff could not be inflated. It was advised that this has happened to approx. Seven tracheostomies and this also occurred while the patient was an inpatient in hospital. A further two tracheostomies were provided to the family on discharge home as he only had one that was institute. Then a further one was taken to the family ten days later which totals up to seven tracheostomies from july 2022 till mid-august 2022. No patient injury reported.